Event description:
Patient reported pain, "a lump or thickening in or near the breast or in the underarm area," "hard knots or lumps surrounding the implant or in the armpit," and "cysts under my arm." Patient later reported bilateral exchange of textured device due to concern with the product. Healthcare professional additionally reported capsular contracture baker grade IV, and pain. Device has been explanted and replaced. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.